Event description:
It was reported that a second mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. A mitraclip xt was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and after deployment, the clip detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml) (single leaflet device attachment/slda). A leaflet tear was observed. The mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda appears to be related to challenging patient anatomy. The reported poor imaging is related to procedural circumstances (implanted clip affected imaging). The reported tissue injury and mr appear to be cascading events of the slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.